Manufacturer narrative:
H6: physio-control made several attempts to obtain information about the event and the device, however no response appears to be forthcoming. The reported issue could not be verified and the cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device's display would turn off for a few seconds when the device is moved abruptly. This may be indicated of the device power cycling. There were no reports of patient use associated with the event.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent was contacted for information about the evaluation of the device, however no response was received yet. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device's display would turn off for a few seconds when the device is moved abruptly. This may be indicated of the device power cycling. There were no reports of patient use associated with the event.